Event description:
While using stroz endoscopic scope and light cord, the resident disconnected the light source and laid it on the drape. On drape for a few seconds when the surgeon saw the light source burned a small hole on the drape. Pt was not harmed. No safety feature for storz light cord to go into standby mode when disengaged from scope.